Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the third party service center, the ventilator's lcd display screen was found to be damaged. The device's lcd display screen was replaced to address the issue.